Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (1700 mcg/ml at 450.2 mcg/day) and bupivacaine (25 mg/ml at 6.621 mg/day) via an implanted infusion pump. It was reported the patient's catheter was clogged up. A dye study was done about 3 weeks ago and the surgeon was saw this morning to discuss surgical revision. Surgery was not yet scheduled yet.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-jan-28, information was received from the rep. The rep clarified that the doctor was unable to aspirate from the catheter access port (cap). The catheter also had no csf backflow once disconnected from the pump, and still no backflow once the catheter was cut distal to the pump connector. The cause of the inability to aspirate appeared to be due to something with the distal end of the catheter. It was unknown if the catheter was no longer intrathecal, or if there was something in the patient's anatomy or distal catheter preventing aspiration. The segment of existing catheter between the spinal incision and the pocket remained patent and was still in use along with a new intrathecal spinal segment and a new pump connector. The issue was resolved. The patient left the procedure facility after observation reporting controlled pain/relief.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient was scheduled for a surgical revision. Regarding if the clogged catheter was resolved, it was noted that this was awaiting surgery. It was noted that an alternate physician was to determine the status of the affected device.

Event description:
Additional information was received from a company representative (rep) indicated the patient was currently receiving intrathecal fentanyl 1700 mcg/ml at 100 mcg/day and bupivacaine 25 mg/ml at 1.47 mg/day via the implanted pump. It was reported a catheter revision was performed on the date of this report. It was noted on (B)(6) 2020 the healthcare provider (hcp) accessed their catheter access port (cap) in preparation for a dye study and they could not aspirate. The hcp then ordered for the patient to see the doctor for a catheter revision and pump replacement (no pump issue reported; likely since it is one year until the elective replacement indicator (eri). It was further reported the doctor attempted to aspirate intra-operatively and also, could not. The doctor then removed the pump segment and still could not aspirate. The hcp then removed the entire spinal portion and was finally able to aspirate. It was noted they were moving the patient from fentanyl 1700 mcg/ml at the 450 mcg/day with a ptm to 100 mcg/day without a ptm due to the catheter issue. The patient¿s weight was 317 lbs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.